Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered issues involving the pump head module. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that encountered issues involving the pump head module was confirmed and reproduced during product evaluation by baxter service personnel as failure code 810:11. This condition was attributed to an air in line printed circuit board (ail pcb) on channel a that was out of calibration. The ail pcb (channel a) was re-calibrated to correct this condition. Additional information: this event involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.